Manufacturer narrative:
The dentist reported that the implant failed. No additional information was received upon follow up. However, no serious injury was reported to the patient. The device is available for evaluation and investigation. Further results will be available upon completion of investigation. The DHR was reviewed and no discrepancies were noted. However, failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
The dentist reported that the implant failed.